Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1051552. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on a review of the manufacturing history for this product, our engineers were able to determine that this event was most likely caused by an over-tightening of the cap during assembly. Increased torque requirements were put in place to prevent loosening of the caps in transit. To prevent a reoccurrence of this issue, our engineers have narrowed the upper limit of torque requirements for the intima-ii assembly line. Bd will continue to track and trend for this issue. H3 other text: see h10.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm prn was too tight to screw. This occurred on 2000 occasions. The following information was provided by the initial reporter: at the CT department, the prn was too tight to screw.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm prn was too tight to screw. This occurred on 2000 occasions. The following information was provided by the initial reporter: at the CT department, the prn was too tight to screw.